Event description:
During pt treatment with the 3100a operators reported it "stopped" and a burning smell was noticed. It was also reported that the pt was placed on another ventilator per md orders and tolerated the change well with "no sequelae".